Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pain when pacing after having a bad fall. The physician was not really sure what was wrong. Subsequently, this lead was explanted and replaced. A new lead was implanted. No additional adverse patient effects were reported.